Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor implanted: (B)(6) 2013; 6947m62 lead implanted: (B)(6) 2012; esbf2814c103e stent graft implanted: (B)(6) 2016; etlw1610c156e stent graft implanted: (B)(6) 2016; etlw1613c93e stent graft implanted: (B)(6) 2016 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on all recorded, treated ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. It was suspected that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered shock therapy for an atrial fibrillation (af) with rapid ventricular response episode that was detected as a vt/vf. The ra lead and the crt-d remain in use. No further patient complications have been reported as a result of this event.